Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin had blank display. Troubleshoot was performed. The insulin pump got exposed to water while in the swimming pool for a week. Customer inserted new battery. After the water exposure, the insulin could not turn on. Customer stated there was no physical damage on the insulin pump. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: unit received with blank display due to moisture damage on electronics assembly. Unit received with moisture damage on motor and vibrator motor. No unexpected audio/beep anomaly noted. Unable to performed displacement, rewind, seating and basic occlusion due to blank display. Unit received with cracked retainer, cracked keypad overlay at select button, cracked case at battery tube side, minor scratched display window, fading serial number label and scratched case.the insulin pump involved in this event is the (B)(4) insulin infusion pump, which is not marketed in the united states. However, the device is similar to the (B)(4) insulin infusion pump, which is marketed in the united states.